Manufacturer narrative:
A ge rep evaluated the system and reset the power supply circuit breaker. System operates as intended. (B) (4)

Event description:
The customer reported the system won't boot. No pt injury was reported.